Event description:
It was reported on (B)(6) 2012 that the patient experienced pain and a lack of stimulation for the past "few weeks." There was no known fall or trauma related to the symptoms. The patient's pain was located on their back and both knees. The patient was also unable to adjust stimulation. It was noted that the patient only had one program and it was at the upper limit. Follow up information was received from the patient's physician on (B)(6) 2012 that reported all impedances were measured and found to be high. It was also noted that a revision may take place pending a decision from the patient. Reprogramming was performed and the patient outcome was reported as non-serious injury. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that the patient was receiving effective stimulation.

Manufacturer narrative:
Concomitant medical products: product ID 377845, lot# v010827, implanted: (B)(6) 2006, explanted: na. Product type: lead: product ID 377845, lot# v010827, implanted: (B)(6) 2006, explanted: na. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2006, explanted: na. Product type: extension: product ID 3708120, serial# (B)(4), implanted: (B)(6) 2006, explanted: na. Product type: extension. (B)(4).